Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 37.5 cm to 37.1 cm from the lead tip due to friction to the device can. The sensing coil was exposed at the same area which could have caused the reported noise anomaly.

Event description:
It was reported that the right atrial lead exhibited noise with arm movements. The lead was explanted and replaced on (B)(6) 2013.